Event description:
The patient experienced a change in coverage; it was only to the middle of her knee. She was informed that only two electrodes were working. The patient was travelling and upon her return it was planned to do a lead revision.

Manufacturer narrative:
(B)(4).